Event description:
Vaporizer was mounted on a heart/lung machine. During case, flow through vaporizer reportedly ceased. There was no reported pt injury. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing.